Manufacturer narrative:
Customer did not provide serial number. (B)(6).

Event description:
It was reported to philips that the customers batteries will not hold a charge. Calibration has been attempted. There was no reported patient involvement.